Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No excessive "no delivery" error alarm noted. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer was hospitalized twice. Device alarmed no delivery alarms. Customer's blood glucose was 999 mg/dl. Customer was wearing the device during hospitalization. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.